Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot expiration date and product code is not available currently. Associated medwatch: 1221934-2016-10409.

Event description:
This report is being filed after the subsequent review of the following article: arthroscopic latarjet procedure: is optimal positioning of the bone block and screws possilbe? A prospective computed tomography scan analysis. Authors: kany, jean md and et al. J shoulder elbow surg (2016) 25, 69-77. (B)(6). N=2 revision surgery due to bone-block fracture. N=1 revision surgery due to malpositioned screw.